Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: on (B)(6) 2013, her daughter woke up with blood glucose (bg) in the 400's mg/dl with large ketones and headache and abdominal pain. She had eaten pizza for dinner and took the normal bolus she usually takes after eating pizza. Mom states it took multiple boluses and temporary basal adjustments in order to get the bg to return to target. Mom called the healthcare provider (hcp) for assistance with clinical recommendations for high bg and the hcp advised her to call to rule out the pump. The patient has had no change in diet, activity, or weight, and no illness. She was pre-menstrual at the time of the event, and her bgs are higher during that time. Customer technical support (cts) reviewed the pump with mom. All setting and histories were appropriate, and there were no alarms in history. Confirmed with mom there was no leaking, air bubbles or site issue noted. The insulin in the cart was not expired, clumpy or discolored. Cts advised mom that there is no indication of a pump malfunction to cause high bg's, and to follow-up with hcp for clinical recommendations. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the black box indicated that the data for the time of the complaint was overwritten due to pump use and is unavailable for review; the black box data available started on (B)(6) 2013. There were no errors, alarms, or warnings related to the complaint observed in the current pump history. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation.